Event description:
Endpoint monitor connected to bovie incorrectly resulting in tip of kleppinger being active without stepping on foot switch , even though equipment hooked up incorrectly, still active.